Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) came out of the skin, and closing failed. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug of a 5f exoseal vascular closure device (vcd) came out of the skin, and closing failed. There was no reported patient injury. Additional information was requested but not provided. One non-sterile exoseal vascular closure device, 5f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, the indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed to be reported. A high magnification evaluation was executed to evaluate the device's internal assembly configuration. During this analysis, no abnormal conditions were observed to be reported. The assembly configuration of the internal components did not show any type of damage or abnormal conditions related to any possible malfunction. The reported event of ¿plug inaccurate placement¿ was not observed through analysis of the returned device due to the nature of the complaint. Without procedural films, the cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.